Event description:
It was reported that the device battery appeared to be exhibiting accelerated battery depletion as the estimated remaining longevity decreased from 30 months remaining in (B)(6) 2022 to less than 6 months remaining currently. Technical services (ts) was contacted and confirmed the battery status behavior is consistent for all insignia and altrua devices. This device has been implanted slightly less than 9.5 years, which is approximately its predicted longevity. Elective replacement time (ert) should be reached around (B)(6) 2023 based on currently used parameters. No adverse patient effects were reported. This product remains in service. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced. Product return is not indicated at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the device battery appeared to be exhibiting accelerated battery depletion as the estimated remaining longevity decreased from 30 months remaining in (B)(6) 2022 to less than 6 months remaining currently. Technical services (ts) was contacted and confirmed the battery status behavior is consistent for all insignia and altrua devices. This device has been implanted slightly less than 9.5 years, which is approximately its predicted longevity. Elective replacement time (ert) should be reached around (B)(6) 2023 based on currently used parameters. No adverse patient effects were reported. This product remains in service. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined this device experienced normal battery depletion. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the device battery appeared to be exhibiting accelerated battery depletion as the estimated remaining longevity decreased from 30 months remaining in october 2022 to less than 6 months remaining currently. Technical services (ts) was contacted and confirmed the battery status behavior is consistent for all insignia and altrua devices. This device has been implanted slightly less than 9.5 years, which is approximately its predicted longevity. Elective replacement time (ert) should be reached around december 2023 based on currently used parameters. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.